Manufacturer narrative:
The complaint sample is enroute and will be evaluated upon receipt. We will provide follow up report upon completion of our evaluation. There is no report of harm to patient.

Event description:
The a single limb heated circuit was used on a home care ventilator and alarmed. It was observed that the tubing had hole in it. There was no patient harm and the circuit was replaced.

Event description:
The a single limb heated circuit was used on a home care ventilator and alarmed. It was observed that the tubing had hole in it. There was no patient harm and the circuit was replaced.

Manufacturer narrative:
The complaint sample is enroute and will be evaluated upon receipt. We will provide follow up report upon completion of our evaluation. There is no report of harm to patient. Based on complaint investigation information, an MDR review was completed to indicate the need to submit MDR# 1319447-2018-00005 and follow-up 1319447-2018-00005-001. A DHR review was completed for this lot and acceptance activities were completed with no nonconformities documented. The resistance of the heated wire was checked on the return sample and found to be in requirements. Investigation of the return sample was inconclusive. Damage to the system can be experienced with exposure to an external hot surface or covering or impeding of the heat flow. The instructions that accompany the device indicate "check that the coiled heated wire is not bunched inside the tube" and "do not cover the breathing system with anything that may insulate the air flow around the tube as this may impede normal heat transfer and cause damage to the system or affect gas delivery to the patient".